Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2020. Additional information: d9. Additional investigation summary: it was reported breakage suture. An empty overwrap packet, an empty folder and three needle/suture pieces of product code 13500, lot # al9251 were returned for analysis. During the visual inspection of needle/suture pieces, the swage and attachment area were noted to be as expected, the suture ends were observed with marks and lineal cuts that appear to be by use of a surgical instrument. The condition of the samples received indicates an improper handling of the devices. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Quantity involved was reported as '1'. Three used devices were returned for evaluation. Please clarify: -how many devices experienced the reported issue during this procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/11/2020. A manufacturing record evaluation was performed for the finished device lot number al9251, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: the client reported that the suture thread broke when making the knot during the procedure. The surgery performed was queiloplasty + anterior palatoplasty. The date of the procedure was on (B)(6) 2020. Additional h3 investigative summary: one photo was received for analysis. Upon visual inspection of the picture, a needle-suture inside one opened overwrap packet of product code 13500t, lot al9251 could be observed. The suture present damaged on the surface of the body; however, no breakages suture was observed. No conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1st follow up email for additional information and/or device return status sent to the sales rep. Please send 2nd and 3rd follow up. Could you please confirm if the suture broke or it was just difficult to continue with the procedure? What was the initial procedure? What is the event day and procedure date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread was not very resistant, breaking easily, making the procedure difficult. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/20/2021. Additional information was requested and the following was obtained: quantity involved was reported as '1'. Three used devices were returned for evaluation. Please clarify: how many devices experienced the reported issue during this procedure? 03 (three). Related medwatch reports - 2210968-2020-05576, 2210968-2021-00543 and 2210968-2021-00544.